Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as upon receipt the device was emitting a failure chirp while the green status led flashed. The fault was attributed to a fault on the red status led which had caused a reverse bias leakage current to the beeper. This had resulted in the reported fault of flashing green with chirp. The waveform was reviewed and the distributor was provided with the information that the trace was showing general noise picked up by the electrode pads, as they were not attached to the patient. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device was beeping and the green status led was flashing. They also reported that the device wave form during testing was unusual. Reported waveform to be investigated to determine if critical to device operation. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Complaint alleges that device did not function as intended. Reported waveform to be investigated to determine if critical to device operation. No patient involvement.